Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's pump was exchanged due to elevated pump power and suspected pump thrombus. The patient's flow was 7, pump speed was 10600 rpms, pulsatility index (pi) was 7.1 and pump power was 9.4 watts. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The manufacturer received the user facility report ((B)(4)) from the (B)(6) registry. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.